Event description:
It was reported that the preloaded intraocular lens (iol) had loading issue. The lens got caught by the plunger while advancing into the patient's operative eye. The capsular bag was torn when the stuck lens was removed from the eye. Another lens of different model was placed in the sulcus. The patient's vision was good post operatively. No other information was provided.

Manufacturer narrative:
Unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Telephone number: +011(61)419 111 687. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.